Manufacturer narrative:
The complete lead was received for investigation. The 8f introducer and the helix fixation tool were not returned with the lead. The outer diameter of the distal tip was measured and met product specification. An insertion test was performed using a sample introducer. The lead was able to be inserted and removed successfully into the introducer with no difficulty. As received, the helix was completely retracted and could not be extended due to blood/tissue in the helix housing and the inner coil. The inner coil was over torqued at the connector region. The lead was ultrasonically cleaned and by applying direct torque to the inner coil the helix could be extended and retracted. The full helix extension length was within product specification. Electrical testing was performed and no anomalies were noted. The damages found were consistent with those occurring at the time of implant and explant.

Event description:
During implant, it was difficult to insert the lead through the introducer and it was not possible to fully extend or retract the helix. An abnormal clicking sound was heard when trying to rotate the helix. A new lead was implanted and the procedure was completed with no adverse patient consequences.